Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon removal of the pre-shaped guidewire, slow bleeding was observed from the distal end of the right ventricular lead, with a suspected potential lead quality defect on the lead insulation. Subsequently, fluid was observed leaking from the lead tip during an in vitro test. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of "lead quality defect", "fluid was observed leaking", and insulation damage were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and had traces of blood. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead leak test was performed and found no damage in the lead insulation.